Event description:
It was reported by the customer that the ventilator failed the leak test. The carefusion service technician reported that the ventilator was not delivering any volume during bench testing.